Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, lot# n4d1956y sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, lot# n4d2395y sigphandle, sig power sigphandle handle, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a small thoracotomy right middle lobe resection procedure, prior to patient use at the time of interlobar resection, the pin/lignment line/loading hub of the adapter connecting to the reload was damaged. A new adapter was used with the same handle, shell, and reload to resolve the issue. There was no patient injury.